Event description:
It was reported, the camera head's connection to lens was loose even when in the lock position. The issue occurred during an unspecified procedure and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was found during investigation: failed water leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.